Event description:
The customer reported that the device needed to be evaluated but was unable to provide additional details on the exact product problem. During the product evaluation, the device was discovered to have a no audio. The device was said to be in use on a patient when the need for evaluation was discovered. However, the device was not in use on a patient when the speaker malfunction was confirmed.